Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-31516 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula was kinked on (B)(6) 2024. Site was painful during both events. Blood glucose level was 210 mg/dl during first event and greater than 300 mg/dl during second event. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.